Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage - stripped. Visual inspection: the complaint condition, that the tip of the reported screw is missing/flattened, could be confirmed according to the received picture. The tip of the returned cranial-screw is flattened/stripped. The cruciform screw recess shows signs of use, a plastically deformation was noted. Document/specification review: no further manufacturing review could be performed as the lot number is unknown summary: the complaint condition is confirmed as the screw tip is flattened/stripped. Since the exact lot number is not known the present complaint cannot further be analyzed. A definitive root cause for this damage could not be determined based on the provided information. Contrary to the complaint description there are signs visible on the screw recess which led us conclude that the screw was used, and we therefore have to assume that the screw was in contact with dense bone during insertion. In this regard the following warning may be referenced from the matrixmidface surgical technique: dsem/cmf/0914/0034(1); pre-drilling is recommended in dense bone. Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the self-drilling screw tip was discovered as dull. It was discovered before the procedure. No surgical delay reported. Procedure was completed successfully. This report is for one (1) ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).